Event description:
The customer reported being in the emergency room with high blood glucose of 449mg/dl, and also the insulin pump had a blank display. The customer was treated with an insulin drip. The caller stated that she was dehydrated and drank water. The caller stated that the insulin pump has not been exposed to moisture recently. The battery was changed, but the display anomaly continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No blank display noted. However, corroded battery cap contact noted during visual inspection. Cracked battery tube threads, scratched lcd window and missing end cap sticker noted during visual inspection.